Event description:
The customer was admitted to the hospital for high bgs a week before. While they stayed in the hospital the customer was given vial of humulin u and then switched back to humalog. The customer's bg at the time of release was 400. Then in the morning bgs were 500, and by the time of call was 800. Advised customer to disconnect from the pump and give the manual injections to treat the high bgs. It was stated that the customer usually uses humalog insulin but they were mistaken given humulin extra long acting insulin.